Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and fell out of the applicator. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation.the patient supplied images. Based on images supplied applicator appears to have deployed properly based on the image provided. Sensor is detached next to applicator. The sensor can be confirmed detached